Event description:
The patient was revised to address a draining and apparent infected tha. During removal of the femoral head, the titanium sleeve disassociated from the head. Upon revision, there was no gross purulence noted, but the liner and head were exchanged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient was revised to address a draining and apparent infected tha. During removal of the femoral head the titanium sleeve disassociated from the head. Upon revision there was no gross purulence noted, but the liner and head were exchanged. Doi: (B)(6) 2014 dor: (B)(6) 2014. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records and x-rays were obtained and reviewed by a medical professional. With the information provided, it cannot be determined the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.